Manufacturer narrative:
Batch review performed on 13 may 2022: lot 1909440: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Preliminary investigation performed by r&d manager: revision surgery of a gmk sphere implant after 1 year and a half from primary due to infection. Pictures of the explanted components have been sent for analysis. No elements relevant for the event can be noted on the explanted components. Causes for infection could have been most likely related to factors not related to the implant. Other devices involved: batch review performed on 13 may 2022: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 2003006: (B)(4) items manufactured and released on 18-june-2020. Expiration date: 2025-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0025l femoral component sphere cemented size 5+ l (k140826) lot 2003217: (B)(4) items manufactured and released on 15-july-2020. Expiration date: 2025-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event. Gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot 2005226: (B)(4) items manufactured and released on 22-july-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event.

Event description:
Revision surgery for knee infection at 1 year and 5 months after primary. All components revised successfully.